Event description:
A facility reported that while applying the mayfield modified skull clamp (a1059), the pins were in place but were not perpendicular and when they attempted to tighten one click, the clamp slipped because it was not into the skull properly. The attending and staff said it was a user error for not correctly applying pins and getting them into the bone. As a result, the patient sustained a small laceration on the left side of the head due to use error, and there was approximately 20-30 minutes surgical delay. The patient outcome was positive and the procedure was able to be completed as originally intended using a different skull clamp.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was not returned, and lot number information has not been provided; therefore, device history record (DHR) could not be reviewed, and failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Additionally, the customer stated, ¿attending and staff said it was a user error for not correctly applying pins and getting them into the bone.¿ with all the available information, the definite root cause of the reported issue could not be determined. However, based on the reported complaint, the probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.